Event description:
It was reported that during a bilateral knee surgery, after having difficulty reaming the right side, the reamer broke and the left side producedure was cancelled. No further details have been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Manufacture date - unknown. Item is to be returned. Upon item return and completion of evaluation, a follow up report will be sent to the FDA.